Event description:
Pt reported their meter/hcp meter comparison test readings obtained using separate finger sticks were 249 mg/dl (ss) versus 90 mg/dl (hcp), respectively. No symptoms were reported. No other info provided. Lfs representative reviewed importance of proper cleaning and use of control solution. There was no allegation of harm.